Event description:
The customer called to report a low blood glucose reading of 70mg/dl. The customer treated her blood glucose levels during the call and brought them up to 96 mg/dl. The paramedics were called for assistance as a precaution. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.